Manufacturer narrative:
Investigation summary: the event unit was not returned to applied medical for evaluation, and the lot number was not provided. As the event unit was not returned, testing was unable to be performed and the complainant's experience could not be replicated or confirmed. Although the root cause of the reported event could not be confirmed, applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products. This report is being filed as a result of a retrospective review of applied medical's customer feedback data received between october 02, 2014 - june 01, 2016. The reviews ensured that past reportable events were appropriately identified and reported to the designated regulatory authority(ies). This report, which represents the initial and final reports combined, is being submitted based on the findings of that retrospective review.

Event description:
Procedure performed: colectomy - right hemi. Incident description: sealing performance smoke - le chirurgien note moins de dégagement de fumée avec le voyant comparé au caïman actuellement utilisé. - translation: the surgeon notes less smoke with the voyant compared to the current caïman currently used. Sealing performance hemostasis - bonne fusion globale mais le chirurgien note quelques problèmes d'hémostase au cours de la procédure. - translation: good overall sealing but the surgeon notes some hemostasis problems during the procedure. Handle ergonomics - le chirurgien trouve que la gâchette du couteau est plus dure à manipuler que celle du caïman et que celle ci coupe moins bien. - translation:the surgeon finds that the trigger of the knife is harder to manipulate than the one of the caïman and that the knife cuts less well. Handle ergonomics - "le chirurgien trouve la poignée trop dure, le retour tactile est selon lui moins précis qu'avec le caïman " - translation: the surgeon finds the handle too hard, the tactile feedback is according to him less precise than with the caïman. Sealing performance - les cycles de fusion paraissent plus rapides au chirurgien qu'avec le caïman ou le ligasure précédemment utilisé - translation: the sealing cycles appear faster to the surgeon than with the previously used caïman or ligasure. Patient status: unk.